Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer&#38112;representative (rep) reported the type of power on reset (por) that was previously reported was an informational por. The consumer was able to successfully clear the por and was receiving effective stimulation.

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer¿s representative (rep) there was a power on reset (por). It was reviewed with the rep. That if this was an informational por the consumer would be able to clear it, however, if it was a warning por the clinician programmer would have to be used to clear the por. It was noted the rep. Wasn¿t sure if the consumer had a por, but the consumer had been having trouble for the last week or so.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.